Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during the removal of a cement spacer from patient's right knee, the reamer sleeve was not sliding properly, it was stuck. Surgery was completed and a triathlon knee system was implanted. No delay in surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that during the removal of a cement spacer from patient's right knee, the reamer sleeve was not sliding properly, it was stuck. Surgery was completed and a triathlon knee system was implanted. No delay in surgery.